Manufacturer narrative:
The root cause of the hemolysis could not be determined, as neither the product nor data logs were returned for analysis. The analysis of the manufacturing record reveal no other complaints leveled against this lot of cp pumps. The abiomed team did conduct post event re-training, at the hospital, as a result of the reported hemolysis. There will be no corrective action because the root cause was unable to determined. The failure mode will be trended and monitored. (B)(4).

Event description:
On (B)(6) an impella cp was placed for support on a (B)(6) male with ischemic cardiomyopathy during a scheduled coronary angioplasty (pci) and defibrillator (ICD) placement. Unfortunately, due to insurance coverage issues, the pci was aborted and postponed. The cp was left on for support with the plan to attempt the pci the following day. Upon admission to the ICU for monitoring the patient's urine color was changed, and tinged red, which the hospital team attributed to hemolysis. The cp was repositioned multiple times in the following days in an attempt to alleviate the hemolysis. The patient was monitored over the weekend and labs were hemolyzing. The patient did go into total heart block and on the monday and was taken to the electrophysiology (ep) lab for an emergent ICD placement. The impella cp was supporting the patient during the ep study and ICD placement, but did exhibit suction and wrong position alarms. The cp position was again checked by echo. Positioning can result in hemolysis if there is suction or interaction with the aortic valve. The patient did have the cp explanted on (B)(6), after the ICD placement, and was placed on dialysis. In total the cp supported the patient for over 57 hours.